Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the cartridge was filled with cold insulin. The user's blood glucose (bg) level was 350 mg/dl. The bg level was addressed with a bolus. Additionally, it was reported that the user needed to use more force to get a cartridge to fit onto the pump. The user stated that the cartridge fit issue did not impact their bg level. The user successfully loaded a new cartridge and resumed insulin delivery.